Event description:
It was reported that a cadd-legacy® plus pump was over delivering. No injury was reported.

Manufacturer narrative:
One cadd® cadd-legacy® plus pump was returned for analysis. The customer's reported problem was "over delivery and replace the battery". Visual inspection found the pump to be in good condition. Inspection of the pump's event log indicated one 20ml bolus test was performed prior to the pumps return to smiths. Delivery accuracy testing found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/- 6. What caused the reported problem is unknown. Who caused the reported problem is unknown. The device history record was reviewed and found to be in compliance with no manufacturing or testing issues found.